Event description:
A report was received that the recently implanted patient's staples were removed due to soreness at the midline incision. The physician assessed that the incision was not infected and stated the soreness was procedure related. The patient was prescribed norco and levaquin. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm.